Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a clearlink, non-dehp solution set detached from the amino acid (pn) bag and solution spilled out of the bag. This occurred while preparing the infusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.